Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As indicated in the device instructions for use (dfu), "if movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution". At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not available at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Complaint: innova stent 6mm x 80mm/130cm was stuck on wire and wouldn't move. Had to remove the stent and wire together from the patient. No patient complication, since the stent was never deployed into the patient and the system was removed without incident they opened another catheter and it worked properly. The procedure was completed with another of the same catheter and a different wire.